Event description:
It was reported that an asymptomatic patient presented for routine follow-up; upon interrogation the right atrial lead exhibited oversensing. The lead remained implanted and the patient would be monitored.